Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed sixty-six other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter port was not connected with the connector securely. All the connectors used are qsyte. The problem by the connector was ruled out. Liquid leaked from the port during infusion. It was reported this occurred with two devices. This report addresses the second device.